Event description:
Home patient reports a 2240 alarm during automated peritoneal dialysis treatment with the homechoice machine. The pt and spouse reported that they found that the patient line of homechoice set disconnected from the transfer set while the pt was sleeping. The nurse reports that there was no patient injury or medical intervention reported to the unit.